Event description:
According to the reporter: physician stated that the cannula broke off at the top. He claims this has happened a couple of times but there have never been any previous reports made of trocars brought to my attention. The patient is ok. The difficulty did not result in an unintended colostomy, formal laparotomy, re-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient's post-op diagnosis is ok.

Manufacturer narrative:
(B)(4).